Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No critical pump error was noted during testing. The pump was received with high sleep currents due to corrosion. The pump was received with a corroded motor home switch and a corroded battery tube. The pump was received with a cracked case corner of the belt clip rails near the battery compartment and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed an image. It was advised that insulin pump would need to be replaced.